Event description:
The customer is requesting a quote for a loudspeaker on avalon fm20 fetal monitor. There was no sound coming from the speaker and there was an inop message indicating that the speaker was defective. Patient involvement is unknown.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the customer is requesting a quote for a loudspeaker for avalon fm20 fetal monitor. Patient involvement is unknown.